Event description:
Nurse reported patients in the last 3 months developed flaming redness where the steri-strips were. Sometimes tackifier is used. Sometimes there are blisters, and sometimes it looks like skin stripping under the whole strip. They usually treat with steroids (medrol or hydrocortisone cream) or benadryl.

Manufacturer narrative:
Product labeling states the expected aes with product use in the warning section shown below. Warnings: the development of postoperative edema may cause skin shearing, skin blistering, or loss of tape adhesion to occur at either end of the strip. Application of any surgical tape or adhesive skin closure may result in skin stripping upon removal. As with all adhesive products applied to the skin, a small percentage of individuals may experience hypopigmentation or hyperpigmentation following removal. Occasional cases of mild acne and folliculitis have been observed in testing on healthy volunteers.